Event description:
It was reported via the stryker facebook page, "knee replacement at age 74. Constant pain after the first year. Avoiding having my other knee replaced."

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. H3 other text : device not returned to the manufacture.